Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had ongoing high blood glucose (bg) levels (300 mg/dl). The infusion set site was changed and a bolus was delivered to address the bg level. However, the bg level remained high. The customer reverted to using insulin injections to manage diabetes. A pump system check was performed and no device issues were found. The contact was to have the customer change the infusion set site location.